Event description:
A falsely depressed vancomycin (vanc) result was obtained on an automated repeat of a patient sample. The patient result was not reported to the physician. The sample was retested on an alternate dimension vista system and a higher result was obtained in accord with the initial vanc result and the correct result was reported. Patient treatment was not altered or prescribed on the basis of the falsely depressed vanc result. There was no report of adverse health consequences of the falsely depressed vanc result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant depressed vanc result on autorepeat is unknown. A siemens healthcare diagnostics customer service engineer was dispatched to the site and inspected the system and performed routine maintenance procedures including reagent probe alignments. The instrument is performing within specifications. No further evaluation of the device is required.